Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the procedure, the tip of the forceps broke off. The broken part included with the forceps was retrieved after the procedure. We request confirmation that no other broken parts (fragments) are present. They were not visible on x-ray or CT images. Since it was indicated that medical/ surgical/ diagnostical intervention was required and it could not yet be confirmed if other fragments are present, this case is deemed reportable.